Manufacturer narrative:
Insulin pump was received with pump error due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer cannula was bent. The customer¿s blood glucose level was 11.4 mmol/l. Customer stated that the pump error kept reoccurring during restart. The infusion will be returned for analysis.